Manufacturer narrative:
Lot number was identified through the investigation process, therefore expiration date and manfacture date have been added. Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid. One positive control (cov-2_pos) and one negative control (cov-2_neg) were included in each run. No error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 515264 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77- 95) lot 515264 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 515264. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 515264 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant (false positive) result for one patient sample upon repeat when using abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 515264. The complaint history review identified one additional complaint ticket that is related to the reported complaint for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-95) lot 515264. This ticket was independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 515264 was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. As lot number is unknown, expiration date and date of manufacture have been left blank.

Event description:
The customer reported discrepant result of false positive when running the realtime sars-cov-2 assay. Customer requested the molecular application specialist to perform a log review for sample (B)(6) collected in a universal multi-collect tube, which was run three times. The customer stated they were concerned because the third sampling would have made the minimum volume lower than that specified in the realtime sars cov-2 package insert. The customer later reveal the first sampling yielded a negative result. The same was re-run as a known negative, but it resulted positive in subsequent runs. Per the customer, the nasopharyngeal sample was collected at a remote location and transported refrigerated. The sample was stored refrigerated in the lab and all samplings of it were performed within 72 hours of collection. The molecular application specialist (mas) advised customer to perform an enviornmental contamination check and make sure environmental monitoring is up-to-date. Mas reviewed amplification curves for the runs in question and determined that the curves appear valid, with no noise. Mas did notice the sample in question was adjacent to a high positive sample on the plate. Mas emailed findings to customer and asked if cross-contamination might be a possibility. It was confirmed the first (negative) result was reported out the lab and not questioned. There has been no report of impact to patient management due to this observation.